Manufacturer narrative:
The instrument was not returned. The most likely cause for this kind of damage is overstress; grasper jaw was used to hold too much weight or device was used for retracting heavy tissue which our IFU warns against.

Event description:
Allegedly, while performing a lap hernia repair, one jaw of the instrument broke off into the patient. The doctor immediately retrieved the jaw. The procedure was completed with no injury to the patient.